Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status with no response from the customer and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Report date: 15sep2021.

Event description:
Customer reports that when unit is plugged in for about an hour the unit will start to alarm battery failure. Customer requesting replacement battery part number. Patient involvement information is unknown; however, no harm was reported. The remote service engineer (rse) provided the part number for the replacement battery. Further information is pending.